Event description:
It was reported that on (B)(6) 2010, the patient underwent a spinal fusion surgery on the lumbar region of the spine from l4-s1 where rhbmp-2/acs was placed in the posterolateral gutters in a posterior surgical approach. The patient's post-operative period was marked by lower back pain and numbness in her lower right extremity. (B)(6) 2014: the patient underwent a CT scan that revealed disc material extending into her neural foramina, as well as hypertrophy at the level of implant. The patient continues to experience pain in her lower back, numbness in her lower right extremity,and pain in her upper extremities.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).